Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was approximately 300 mg/dl. Reportedly, the customer continued to use the pump, and had an alternate method of insulin therapy.